Event description:
The customer reported that the system had poor image quality with a loss of cine images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The reported issue is currently under investigation.